Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on 09feb2023, user exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was given for hazardous, blood, or bodily fluids.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. No root cause was provided as the reported event was unconfirmed. As the reported event was unconfirmed, a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on (B)(6) 2023, user exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was given for hazardous, blood, or bodily fluids.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on 09feb2023, user exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.